Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead was attempted during implantation due to a non specific product performance issue. This lead was removed and replaced with the same model prior to pocket closure. No adverse patient effects were reported.